Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.

Event description:
It was reported the patient had a procedure on (B)(6) 2014 with a bifurcated device and a suprarenal aortic extension. Subsequently, the patient re-admitted to the hospital in symptomatic and computed tomography scan revealed limb thrombosis. The physician treated with a balloon expandable stent in the limbs and no injury was reported.

Manufacturer narrative:
Based upon the clinical evaluation, the reported event was confirmed. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. A design or manufacturing root cause for the reported event was inconclusive based on the investigation. The following factor was noted during the clinical review: the misuse with the aortic cuff being the same size in diameter than the main body other factors include: the tortuous, moderately severe calcified bilateral iliac arteries, and patient history of squamous cell lung cancer.